Event description:
It was reported that the tip of the monopolar curved scissors instrument will not close. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found that the scissors do not close smoothly due to damaged blades. There are momentary pauses in closing when blades hit a damaged section. One blade edge has various pitting related to chips that affect closing, however, both of the blades exhibit pitting., engineering also observed the distal end of main tube has a 3.5 inch long section with material removed. The damaged area is located .750 of an inch above tube extension. It is parallel with the tube's longitudinal axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.